Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller in completing the reset. Following the reset, the cgm error code did not reappear.